Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, yellow-orange dyschromia/bilateral infrapalpebral hyperpigmented dyschromia/ yellowish hyperpigmented lesion (pt: injection site discoloration) was deemed to meet serious injury criteria because a permanent damage could not be excluded. The device history record for belotero balance lidocaine lot number 346391/1 was reviewed. A lot search was conducted on the reported lot and other cases were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She was injected supra-periosteally, with a total of 0.4 ml of belotero¿ balance lidocaine, into the right and left palpebral sulcus (off label use of device), for filling the dark circles under the eyes, in (B)(6) 2020 (initially reported as (B)(6) 2020). Batch number was reported as 346391/1. A lot search in the global safety database was conducted. As reported, belotero¿ balance lidocaine was injected in 2 sessions, with a total of 8 ml (0.4 ml into each side, into 1 injection point per side), using a 25g / 38mm cannula. The patient was previously injected with radiesse¿ and hyaluronic acid into the lips, with good tolerance. The patient medical history included mild swelling of the lower eyelid. The patients past medical history included 2 caesarean sections. Further patients medical history was reported as none. The patient had no allergies or intake of interferon or omalizumab in the past. In (B)(6) 2020, from the beginning, after the treatment belotero¿ balance lidocaine, the patient experienced erythema over the area. Prednisone 30 mg per day was administered, in a descending pattern, for a week. The clinical picture resolved quite well. In (B)(6) 2020, the patient again went to the clinic showing bipalpebral oedema in the area (reported as for 3 weeks). Corrective treatment included prednisone 30 mg for 5 days and amoxicillin with clavulanic acid for 10 days. On (B)(6) 2020, the patient experienced yellow-orange dyschromia. A carboxytherapy treatment was started, every 15 day, and was performed until the time of this report. There was no improvement. At the time of this report, the yellow-orange dyschromia persisted (considered as permanent damage, also ambiguously reported as until (B)(6) 2021). As reported, the physician commented the possibility of an antibiotic treatment as there was going to be a possibility of a biofilm. The patient was not hospitalized. The outcome of the event bi-palpebral oedema was reported as unknown. The outcome of the event erythema was reported as resolved, in 2020. Due to the provided information, the outcome of the event yellow-orange dyschromia was considered as not resolved (reported as unknown). In the opinion of the reporter, the events were of moderate intensity, not life-threatening, unknown if permanent and related to belotero¿ balance lidocaine but not to the incorporated local anesthetic. Follow-up information was received on 28-may-2021: the batch record review was received and the lot number for belotero¿ balance lidocaine was confirmed as 346391/1 (expiry date: 03/2021). Follow-up information was received on 02-jun-2021: the event term yellow-orange dyschromia was amended to yellow-orange dyschromia/bilateral infrapalpebral hyperpigmented dyschromia/ yellowish hyperpigmented lesion. The reporter confirmed that the patient was injected with belotero¿ balance lidocaine, as eye filler, on (B)(6) 2020. The patient was previously injected with hyaluronic acid, into the lip, in (B)(6) 2019, and had no complications. The patient denied close contact with a covid patient and covid-19 compatible symptomatology since early in the pandemic. She was unvaccinated. Concomitant medication included fluoxetine. On (B)(6) 2020, the patient attended the clinic for bilateral infrapalpebral oedema. The patient was treated by a general practitioner. Erythromycin 500 mg was administered every 24 hours to cover a possible biofilm. On (B)(6) 2020, due to lack of improvement, the physician consulted a medical department and administered amoxicillin/clavulanic acid for 10 days and prednisone for 5 days. On (B)(6) 2020, the patient went for a check-up. The oedema and bluish red infrapalpebral discolouration persisted. The patient was going to complete the scheme for 15 more days due to a dog bite on her arm. On (B)(6) 2020, an improvement of oedema and bilateral infrapalpebral hyperpigmented dyschromia was observed. On (B)(6) 2020 (ambiguously reported as (B)(6) 2021), the physician performed a peel and noted no irritation or redness. In (B)(6) 2020, the patient was injected with radiesse¿, into the middle and upper third. On (B)(6) 2020, a bilateral infrapalpebral yellowish hyperpigmented lesion was observed, and it continued at the time of this report. Carboxytherapy sessions were performed in the region and persistence of discolouration with less intensity was observed. In (B)(6) 2021, the patient was injected with hyaluronic acid, into the middle third. Based on the provided information, the outcome of the event bi-palpebral oedema was considered as and changed from unknown to resolving. The outcome of the events yellow-orange dyschromia/ bilateral infrapalpebral hyperpigmented dyschromia/yellowish hyperpigmented lesion and erythema remained unchanged.

Event description:
Follow-up information was received on 25-oct-2021: the reporter informed that it was not known if the nodules were actually a hyaluronic acid accumulation, because, after the hyaluronidase was applied, a new soft tissue echo was not performed to confirm the effect. The outcome of the events was left unchanged. Follow-up information was received on 15-nov-2021: on (B)(6) 2021, reported as one week prior to this report, the patient was seen for a consultation, for the same symptoms. She was exclusively interested in obtaining help to alleviate dyschromia. After receiving the information about the absence of changes from the treating physician, the medical department of the clinic began a search in pubmed, where they found a publication that reported the appearance of xanthelasmas after the application of fillers, recommending several options for resolution, ranging from treatments with fractionated co2 laser, steroid injections or surgery to remove the area. They considered it appropriate for the laboratory to initiate the patient study, and to proceed with an evaluation of a subsequent treatment for resolution. The outcome of the events was left unchanged.

Event description:
Follow-up information was received on 24-aug-2021: the event nodules was added. It was confirmed that the oedema resolved with prednisone. On (B)(6) 2021, a company physician recommended infiltrating hyaluronidase in two nodules that seemed to correspond to hyaluronic acid, according to the ultrasound performed on (B)(6) 2021. The infiltration was performed without the patient showing any appreciable clinical change. Until the time of this report, the patient presented with yellow orange dyschromia in both lower eyelids. On (B)(6) 2021, the treating physician completed a form and was able to witness the adverse event, that continued at the time of this report. As reported, in relation to the bilateral infrapalpebral lesion yellowish and hyperpigmented, the treating physician tried to describe the location and emphasise the colouring of the area affected, but always referred to the patients dyschromia. Due to the provided information, the outcome of the event nodules was considered as not resolved. The outcome of the event bipalpebral oedema was reported as resolved, and therefore changed from resolving to resolved. The outcome of the events erythema and yellow-orange dyschromia/bilateral infrapalpebral hyperpigmented dyschromia/ yellowish hyperpigmented lesion, was left unchanged.

Event description:
Follow-up information was received on 27-sep-2021: it was confirmed that the patient had no external evidence of nodules or accumulations of the product, so an ultrasound was requested to evaluate the case, and it was where the images of the nodules appeared. The soft tissue ultrasound study was performed with a 18 mhz probe, and in the infraorbital region, in the subcutaneous cellular tissue, two anechoic, avascular images of 0.24 mm on the left and 0.85 mm on the right were visualised. It possibly corresponded to hyaluronic acid. The patient was treated with hyaluronidase without any major differences, as the dyschromia persisted. The outcome of the events was left unchanged.